Event description:
It was reported that the patient with this right atrial (ra) lead had infection. Reportedly, the patient started getting pus from the pacemaker site in the chest, a bag of pus came out of the chest when the patient pushed on something. The cause of infection was unknown due to unable to get a culture off the device. A system revision was then performed using a traction-counter traction method. The ra lead unraveled during extraction, the lead was removed but disconnected form the helix, leaving the helix in the heart tissue. No additional adverse patient effects were reported. The ra lead was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was filed due to updates on h6: evaluation conclusion codes.

Event description:
It was reported that the patient with this right atrial (ra) lead had infection. Reportedly, the patient started getting pus from the pacemaker site in the chest, a bag of pus came out of the chest when the patient pushed on something. The cause of infection was unknown due to unable to get a culture off the device. A system revision was then performed using a traction-counter traction method. The ra lead unraveled during extraction, the lead was removed but disconnected form the helix, leaving the helix in the heart tissue. No additional adverse patient effects were reported. The ra lead was not returned for analysis.